Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty charging the pump. Customer's blood glucose level ranged between 162-166 mg/dl. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.